Event description:
Failed angioseal deployment. Attempted to deploy angioseal to right groin after diagnostic heart cath. Angioseal failed to stop arterial blood flow despite anchor catching inner femoral artery wall. Pressure was applied but bleeding could not be stopped due to high anti-coagulated status. Femstop was applied with success and site was controlled with minor hematoma. Pt re-evaluated 3 days later with minor bruising noted on right femoral site.